Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 12-10mm amplatzer duct occluder was selected for a procedure using a 7f amplatzer torqvue delivery system to treat a patent ductus arteriosus. During deployment the occluder moved to the pulmonary side. An attempt was made to partially re-capture the occluder and re-deploy, however the occluder could not be partially re-captured to the delivery system. Upon the third attempt to re-capture the occluder, the occluder prematurely detached from the delivery cable and embolized to the right pulmonary branch. The patient remained hemodynamically stable throughout the procedure but was noted to have lost a small amount of blood. The patient was transferred to surgery to remove the occluder. The patient status was stable.

Event description:
It was reported on (B)(6) 2025 a 12-10mm amplatzer duct occluder was selected for a procedure using a 7f amplatzer torqvue delivery system to treat a patent ductus arteriosus (pda). The pda was measured at 21.6mm. The sizing of the device was determined with intracardiac echocardiography (ice). Fluoroscopy and ice were used during the procedure. During deployment the occluder moved to the pulmonary side. An attempt was made to partially re-capture the occluder and re-deploy, however the occluder could not be partially re-captured to the delivery system. Upon the third attempt to re-capture the occluder, the occluder prematurely detached from the delivery cable and embolized to the right pulmonary branch. The patient remained hemodynamically stable throughout the procedure but was noted to have lost a small amount of blood. The patient was transferred to surgery to remove the occluder. The patient status was stable.

Manufacturer narrative:
An event premature separation of device and an event of retraction problem during the procedure were reported. Information from the field indicated that the device was sized using intracardiac echocardiography (ice), and the device were prepared per IFU. The field also indicated that the patient does not have tortuous anatomy, and no resistance advancing the delivery system through the patient anatomy. Information from the field indicated that attempts made to partially re-capture and during the 3rd attempt of recapture, the occluder prematurely detached from the delivery cable. A returned device assessment could not be performed since the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported premature separation of device could not be conclusively determined. The reported retraction problem could be due to multiple times of re-capturing the device. However, this cannot be conclusively determined. There is no indication of a product quality issue with regards to manufacture design or labeling.